Event description:
It was reported that during an da vinci-assisted malignant hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument charred and ripped tissue. A backup instrument of the same type was used to complete the procedure with no other reported issues. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The fbf instrument was in use for approximately 1 hour prior to experiencing the reported problem. The instrument was inspected after the procedure with no physical or thermal damaged identified. The conductor wire was not damaged. Vessels were being cauterized when the charring issue occurred. As a result of he charring issue, the fbf instrument was cleaned. When trying to remove the instrument, it tore an unspecified vessel. The tear was repaired by applying additional cautery. Blood loss was <750 ml and no blood transfusions were administered. The patient has not returned to the hospital with any post-surgical complications. The fbf instrument is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).

Manufacturer narrative:
Isi has not received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR report will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the fbf instrument (part #471205-17; lot #k13220208-0481) associated with this event has been performed. Per logs, the instrument was last used on 17-oct-2022 on da vinci system sk4036 for approximately 1 hour 2 minutes. The alleged event occurred on the 4th use of the instrument with 10 uses remaining. This complaint is being reported due to the following conclusion: during a da vinci-assisted malignant hysterectomy procedure, it was alleged that the fbf instrument charred and ripped tissue with an unknown cause. The tissue tear was repaired by applying additional cautery. At this time, the cause of the causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and the complaint regarding charring and ripping tissues was not confirmed by failure analysis. The instrument was placed and driven on a test system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip opened and closed properly. The instrument passed the grip bumper test. The instrument passed electrical continuity, energy recognition, and delivery tests. The instrument was fully functional. Upon visual inspection, there were no signs of thermal damage or damage to the conductor wire found. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.